Event description:
It was reported that the patient felt she needed reprogramming because ¿it¿s not doing what it did before¿ and ¿it¿s totally different.¿ the patient was going to the bathroom and having a bowel movement. It was noted that the patient fell about a month ago, which was about the time her symptoms began. The patient wanted to try switching programs. The patient was on program 1 at 1.2 v, moved to program 2 at 4.0 v, the patient felt a sharp pain that quit when she lowered to 0.9 v, then moved amplitude up to 3.0 v, and felt stimulation. The patient was going to leave stimulation at this level and see if it helped her symptoms. The patient was directed to contact her physician regarding her symptoms.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va03dt9, implanted: (B)(6) 2012, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was described that the patient was not getting any warning when they needed to go to the bathroom, and they were also not emptying all the way. Patient had felt a sharp tingle, so they decreased the stimulation.